Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Twice technical error 17 were found which confirms the reported event (on 14 and 15 november 2024) the reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the power supply board was found to be defective and was sent back to brézins for further investigation. This change solved the issue. Once in brezins, the power supply board received didn't match to the one installed in the device during the manufacture, and we have no complaints on this device before with a change of the power supply board. A visual inspection founded that a capacitor shoed visual signs of swelling, leakage or foaming. As the capacitor had self-destructed, no further tests were carried out. This complaint is considered as valid as the error 17 was found during the device log review, and the root cause is unknown, because it has not been confirmed that the board received is actually that of the device. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: error code 17 appears while the machine is in use, the battery needs to be replaced. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.